Event description:
Caller reported damage to the pump housing, specifically around the usb port, which affected the ability to charge the pump. Blood glucose level was reported at 112 mg/dl. Customer switched to multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support arranged for a replacement pump with updated software to be sent and provided instructions for returning the damaged pump. Additionally, training availability through tandem source was confirmed.